Event description:
It was reported that patient primary health care provider (hcp) stated there was something wrong and took an x-ray a day prior to this call. The x-ray showed the lead was bent at 90 degrees and possibly broken. The hcp stated that was definitely something wrong. The hcp indicted that when the device was put in, the hcp might have chipped a bone in the pelvis and this might be what was causing the patient to have trouble walking. The patient had had trouble walking since implant. It was noted that patient had been to the other hcp twice and was told to get used to it. The patient was having pressure on her bladder again and the primary hcp believes the whole system needs to be replaced. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0jxe2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient started feeling pressure over the past few days. The patient had pain and issues with stimulation yesterday and felt pressure over the past few days. The ins was implanted due to bladder pressure resulting from interstitial cystitis (ic) and they had problems since implant in (B)(6) 2014. The patient increased the device to 0.9v two days ago and had diarrhea and sometimes it irritates their bladder. The patient went to the bathroom 5 times last night. They got up to use the bathroom and when they were trying to get up they like someone took a red hot poker and jabbed it into their glut about 1.5 inches below the implant or incision. The patient then felt a tearing pain way below (4-5 inches below) the incision and the pain went down their buttocks. The patient felt the pain in the rectal and vaginal areas. When they tried to move the pain was worse. The sensation was stinging, searing, tearing pain. The patient stopped moving for 10 minutes and the sensation started to relieve itself. The patient then tried to get up again and the stinging, searing, tearing pain went all the way down to the knee and they felt the red hot poker pain. The patient called their health care provider¿s (hcp¿s) office and was directed to contact the manufacturer because no hcp was in the office today. The patient went to see their hcp on (B)(6) 2014 and they changed the program from 1 to 4 adjust the stimulation. The patient explained the pain they were having and the hcp told them that it was a normal feeling, there was nothing wrong, and they just had to get use to the pain and move on. The patient states the lead at the other location had been sending the patient stabbing pain, like a digital rectal with a knife blade, and it was a sharp horrible stabbing pain there too and the hcp said it was normal and to get used to it. The patient told the hcp when they changed the program they felt like something was stabbing them with a knife in the rectum and vagina. The patient ended up in the emergency room (e.r.) On (B)(6) 2014 and the hcp touched the incision site and the patient "flew through the roof it hurt so bad. They gave the patient some pain meds and told them to follow up with their hcp. The patient did on (B)(6) 2014 and their hcp sent the patient for an ultrasound and blood work. The blood work was negative and the ultrasound showed fluid behind the implantable neurostimulator (ins) so they gave the patient antibiotics and took them off work for a week to see hcp. The patient saw their hcp on (B)(6) 2014 and they changed the program to 3. The hcp said the pain in their hip could take 6 to 8 weeks to heal and the fluid pouch was just the body protecting itself. The patient explained the pressure in their bladder and the hcp said they needed to turn it up. The patient couldn¿t turn it up because they felt like they were getting stabbed with a knife, and the hcp said that was something they had to get used to and over time the body will get used to it. When the patient was on the trial they didn¿t have the pressure or the sharp stabbing pain. The hcp told the patient "when the trial was put in they fry the nerve and so that was why she was not getting the pain or pressure." The patient currently had bladder pressure that got worse at night. The patient had stabbing pain, especially when she tries to walk or laydown. The hcp told the patient to go back to work and the patient felt their primary hcp took their pain seriously and put them on narcotics and did a CT scan to see why they had pain around the ins. The pain was horrible and when they patient took short trips in the car they passed out. The patient was on program 4 at 0.7v and waited 2 days and turned it down to 0.6v. Then they waited another 2 days and turned it down to 0.5v. When the patient talked to their hcp they told them the reason why their bladder was going downhill was because they turned it down. The pain prevented the patient from walking, working and living. The patient was not getting proper stimulation and getting pain on many different levels. The pressure in the bladder that the device was supposed to take care of was getting worse. It seemed as though the lead had moved because they were now getting the impulses in a different location. The patient¿s family hcp was sending them for a cat scan on (B)(6) 2014 for the pelvic area and the lumbar area as they believed when they did the implant they either cut the nerve or put it on the nerve. The hcp had not yet referred the patient to another urologist and told the patient if it continued, they patient should follow up with their hcp. The hcp had changed programs from 1 to 4 and then program 4 to 3 and kept telling the patient these pains were normal and the patient needs to get back to work. The patient last saw their hcp about a week ago. The patient was told not to ever turn the stimulator off. The patient¿s ic was so bad that when they did not have on the stimulator they sat on the toilet for 9 hours crying until they passed out and then climbs in bed for 2 hours to sleep. It was a tradeoff of pain. When they did the trial, it was magic. It was amazing, it did not hurt and was just a gentle tapping, and the pressure was gone. The patient even tried turning it down at one point because the stabbing pain was so bad and hcp told the patient it was because the patient turned it down. The patient did not know what to do. The patient had some cat scans done because hcp that implanted the device believed that their lower back was the issue. The cat scans proved that there was nothing wrong with their lower back. They did find a benign tumor in the left pelvic area that doesn¿t have anything to do with what¿s going on. The patient also now had problems with not only with the right, but with the left side as well. Right at the site of the incision where they placed the electrical lead they had a lot of pain shooting down into the hip. The primary hcp said it¿s their opinion that the machine should come out and put the patient on work restrictions. The patient was in so much pain that they didn¿t know if they could even follow the restrictions. The patient did not have a new urologist to go to yet and they were in ¿a whole lot of pain.¿ this issue was causing ¿a major snowball in their entire life¿. The patient had aching at the implant site. The patient felt the lead location "shift" a week ago and their hcp did not want to address the issue and told them they had lower back issues that were causing the problems. The patient knew that their lead has shifted. The manufacturer representative was going to follow-up with the patient. It was later reported that there was a fifty percent or greater symptom reduction. The lead and programmer were the components involved in the event. The patient had right and left gluteal pain which started after the procedure. It was reported that an ultrasound and CT pelvis of lower back was performed. The patient was referred back to their managing hcp. A few adjustments to the device were made, the event cause was determined, and it was device related. The patient had pain at insulation site of device radiating down legs. The outcome was unknown as the patient continued to have pain. This procedure was performed by another hcp and the managing hcp needed to be informed about the patient device and interrogation. The last time the patient was at the e.r. On (B)(6) 2014 the incision had opened and there was fluid coming out. The incision was not infected or warm to the touch. The hcp told the patient that the fluid coming out did not look like it was pus like infection, but more like interstitial fluid. The hcp believed the ins was setting on the sciatic nerve and that was causing the pain. The hcp said something was wrong and all the other hcp¿s had told the patient the same thing. The patient stated that they turned on their stimulation on (B)(6) 2014, which was set at program 3 at 1.2v, and they did not have stabbing pain. It was further reported that the patient had one put in, but there was something wrong with the surgery or what not. When they took that out, it left a lot of pressure off, but the patient still had a ton of pain. The only way to tell if it was nerve damage or if they had chipped their pelvis was to leave it out and do an MRI. The patient didn¿t have time for that and had to get back to work so they put the other device in. The patient had been bed ridden for almost a year.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. Analysis of the tined lead ((B)(4)) found no significant anomaly. The lead body was cut through and the product was segmented.

Event description:
Additional information reported later indicated that there was a lead migration. The patient never had therapeutic effect and was reported shocking and jolting sensation. It was noted that the device was explanted and replaced. It was noted that impedance testing, x-ray and reprogramming were performed. The patient felt pain and that the device had never worked as it should when she had a peripheral nerve evaluation (pne). The patient did not have any symptoms or complications associated with this event. The status was reported as ¿alive no injury.¿

Event description:
Additional information received reported that the device explant on (B)(6) 2014 was elective. There was no patient death and the patient recovered without sequelae.